Event description:
The customer questioned a (B)(6) result for the axsym (B)(6) generated from one patient sample. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. The return of the suspect sample was still pending while the evaluation was being performed. A retained kit of axsym hbsag (v2) reagent, list number (B)(4), lot number 09469lf00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. The analytical sensitivity for the lot in question was evaluated and met the range reported in the assay package insert as the typical axsym hbsag (v2) sensitivity results from clinical trials and studies done at abbott laboratories. The clinical sensitivity of the reagent lot in question was also evaluated and the reagent detected same reactive bleed as manufacturer's data. The complaint records for the lot in question was reviewed with no further complaints identified related to this issue. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer. However, the customer was advised that presently available methods for the detection of hepatitis b surface antigen may not detect all potentially infectious units of blood or infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. Nonreactive test results in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies used in this assay. Further more, the customer was also informed that the discrepant results reported may be due to results near the cutoff. Borderline or gray-zone results which are always a challenge.

Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient ), (false negative result). This report is being filed against axsym (B)(4) an ex-us product which has a similar product (9b01) manufactured and distributed in the us a product evaluation is in process and the results will be submitted through a follow-up report when the evaluation is complete.

Manufacturer narrative:
The suspect sample was returned for the evaluation. Reference testing for the sample was performed on architect hbsag qualitative and architect hbsag qualitative confirmatory and resulted reactive on architect hbsag qualitative assay and confirmed positive on the architect hbsag qualitative confirmatory assay. As a result, the sample can be categorized as false non-reactive for the axsym hbsag v2 assay. It could be determined that the antigen level was below the detection limit for the axsym hbsag v2 assay and as the results generated with architect were also close to the cut-off, the difference in assay design may account for the discrepant results. This investigation does not alter the outcome of the original investigation. Based on the evaluation results, axsym hbsag (v2) reagent, list number (B)(4), lot number 09469lf00, is performing acceptably and no deficiency was identified related to the malfunction reported by the customer.

Manufacturer narrative:
Correction was added to (catalog #) which was missing in the previous report.